Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept rebooting. A technical support specialist (tss) dialed into the station as cfnadmin, then checked the medapp and datasync logs, but was unable to find any errors. Then checked the task manager uptime and the station last reboot was more than 1 day, also checked the windows updates, but there were no pending updates available. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station kept rebooting when user try to pull medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.